Event description:
It was reported that the 9800 system has arching and the hvps can not be calibrated. There was no report of patient injury.

Manufacturer narrative:
Customer ordered the hvsp board. A ge representative delivered the board to the customer. Customer advised the ge representative the they no longer need the board. The board was not installed. No additional information provided. If additional information becomes available, a report will be filed as required.